Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder procedure, the drill of the shoulder q-fix kit was not drilling correctly and when trying to put in the anchor, it bent. Then re-drilled once, making another pilot hole for the implant, using the same drill he then tried to re-insert the original implant and again this failed to engage with the drill sleeve, causing the anchor shaft to bend and become damaged, making it unable to be used. The procedure was completed with a backup device and no delay or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the drill was returned with a s&n patient label identifying the part and lot numbers. The drill tip has been severely worn down and deformed at the tip. There is no other visible deficiency. A functional evaluation could not be performed due to the damaged tip of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that no further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use. No containment or corrective actions are recommended at this time.